Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No symptoms [no adverse event]. Brush part keeps just popping off, oral-b [device breakage]. Case narrative: a consumer reported via phone stated that their 93 year old father in law (male) was trying to use the oral-b pro 100 battery powered toothbrush and the oral-b toothbrush head kept popping off. No injury was reported.